Event description:
It was reported that the housing was broken. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received. Per visual inspection, cracked dso seal, housing bent a little. The complaint was confirmed. The cause was bent housing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced front housing, dso seal and pwa. Functional and delivery tests performed.